Manufacturer narrative:
The device samples were returned and evaluated. It was noted that the cannula hub and sheath moved into the spacer clip. This caused the stylet to extend beyond the sheath and puncture the pouch during shipment to the customer. A review of previous complaint was completed. This has occurred twice previously with a different product. A review of the job order was completed with no defects or deviations noted. This defect may occur if the nose of the cannula hub is not properly locked into place with the spacer clip edge, or there is force applied to the needle or packaging to cause the cannula to move up into the spacer clip exposing the stylet tip. The defect is readily visible by the customer.

Event description:
There is a hole in the pouch of the pro-mag device.